Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that the cause of the reported issues was that they had temporarily misplaced their "dbs stimulation" and they later found it. It was thought that the "dbs stimulator" mentioned by the patient was referring to their recharger. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that about 1-2 months ago, their ins battery was not working. The patient explained that it was taking forever to recharge and was not ever fully charging. The patient reported that it took several hours to recharge the device. The patient reported they recharged their ins once a week and they were able to get and maintain 8 coupling boxes while recharging. The patient was directed to follow-up with their managing healthcare provider (hcp). No patient symptoms were reported. No further patient complications have been reported as a result of this event.